Event description:
It was reported that on (B)(6) 2014, during an extension of a previous universal spine system (uss) lumbar construct (exact level unknown, date of original implant unknown), with uss at t9-l1, the surgeon used a double rod connector to connect the extending rod to the previously existing rod. The revision surgery was performed due to adjacent level disc disease. While trying to reduce the rod, the tip of the reducer cracked and broke off into three pieces. The mechanism itself remained intact. Two of the three pieces were recovered when the instrument cracked. Or personnel were unable to locate the third piece, and the surgeon believes the third piece was vacuumed into the suction chamber during the surgery. Fluoroscopy was performed intra-operatively to confirm the position of the implant and it was confirmed during the fluoroscopy that there were no retained fragments in the patient. There was another instrument readily available for the surgeon to use for the procedure and no surgical delay was noted. The procedure was successfully completed. The patient status/outcome was noted as good. The part (388.50) and two of the three pieces as well as the mechanism itself will be sent back to synthes for evaluation. The third piece was not recovered and will not be available for return. This report is for 2 unknown uss rods. This is report number 2 of 5 for com- 038148.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative: additional information was provided on (B)(4) 2014 stating that the revision surgery was this report is for 2 unknown universal spine system rods, unknown parts/unknown lots without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.